Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, leakage past the stopper was observed. The following information was provided by the initial reporter: the front seal of the plunger loses contact with the barrel wall when filling. We ultimately get leakage past both seal points.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, leakage past the stopper was observed. The following information was provided by the initial reporter: the front seal of the plunger loses contact with the barrel wall when filling. We ultimately get leakage past both seal points.

Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 30-apr-2026; d.4. Medical device lot # : 1138149; h.4. Device manufacture date : 11-jun-2021.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, leakage past the stopper was observed. The following information was provided by the initial reporter: the front seal of the plunger loses contact with the barrel wall when filling. We ultimately get leakage past both seal points.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: six physical samples and one video of 1ml luer-lok syringes (p/n 309628) were received and evaluated. All six samples were in blister-paks from batch 1138149, no samples received were from batch 1172715. All six samples were leak tested and five of the six leaked past the second rib. The video shows a 1ml luer-lock syringe with a top web slip batch 1138149 with the plunger being drawn back and as the stopper progresses up the barrel the first stopper rib slowly gets thinner until it disappears completely. The conditions observed are non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the molding supplier. A device history record review was completed for provided lot numbers 1172715 and 1138149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.